Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of scoliosis. During surgery, the set screw was provisionally tightened, but when compressed, it was slipping on the rod and hence explanted. The product did not break and there were no patient complications reported as a result of this event.